Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of the patient's electrograms noted the right atrial (ra) lead exhibited intermittent undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that the patient was later admitted to the hospital for heart failure. It was found the ra lead continued to exhibit undersensing as well as possible non-capture. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.